Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the display was not as bright. The reporter indicated trying changing the battery and changing the pump contrast to 10 with no improvements. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings: during investigation, the display screen was found to be dim/faded, discolored and difficult to read. A test screen was inserted for evaluation and was found to function properly. The keypad was found to be intact with no damage. During testing, all of the keypad buttons were intermittently unresponsive and required multiple button presses. There was contamination found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.